Event description:
According to the reporter, during a laparoscopic hernia repair, when the balloon was already inside the patient, the two balloons burst and the other one did not inflate. The surgeon managed to find another device that would work. It was noted that the patient had to stay over the night because of a faulty product, and the patient had to be under anesthesia longer. Also, the surgical time was extended by more than 30 minutes.

Manufacturer narrative:
D10 concomitant products: oms-t10sb, oms-t10sb trocar balloon o armatures10, (lot #p4d0959) oms-t10sb, oms-t10sb trocar balloon o armatures10, (lot #p4c0950). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.